Manufacturer narrative:
Article reference: tatum w.o, ferreira j.a, benbadis s.r, et al. "Vagus nerve stimulation for pharmacoresistant epilepsy clinical symptoms with end of service." Epilepsy $ behavior 5 (2004) 128-132.

Event description:
It was reported in a scientific article that the pt showed clinical signs of end-of-service (eos) prior to battery replacement. Pt had increase in seizure frequency along with seizure intensification. Pt therefore, underwent a battery replacement surgery. No additional info was provided. Good faith attempts to obtain additional info have been unsuccessful.